Event description:
It was reported the pocket became infected with abscess and drainage approximately 6 weeks post implant of the spinal cord stimulator (scs). Initial cultures were positive for mrsa. The implantable neurostimulator (ins) was explanted. The leads were cut and would be explanted at a later date. At initial post-op the patient was cleared, with no signs of infection and wounds healing normally. An abscess over the pocket began around (B)(6) 2014. Additional information received reported that vancomycin was used to treat the current infection. The patient would stay on oral doxycycline until the scs lead was removed as replaced, approximately 3 months. The patient did not have meningitis. The infection was reported to still have been active, with the patient remaining on antibiotics for about 3 months.

Manufacturer narrative:
Concomitant medical products: product ID 39286-65, serial# (B)(4), implanted: (B)(6) 2010, product type: lead; product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 39286-65, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. (B)(4).